Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone # is (B)(4). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the failed to turn on the arctic sun device. Per review of wo on 12dec2024, there was no patient involvement. Per follow up information received via mail on 16dec2024, they repaired the device on the customer site. When turned on the device, it failed to turn on. Power circuit card and chiller pump was defective. They replaced both parts. The issue was resolved.

Event description:
It was reported that the failed to turn on the arctic sun device. Per review of wo on 12dec2024, there was no patient involvement. Per follow up information received via mail on 16dec2024, they repaired the device on the customer site. When turned on the device, it failed to turn on. Power circuit card and chiller pump was defective. They replaced both parts. The issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.